Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced thoracic pain which was possibly attributed to lead perforation. Subsequently, the lead was repositioned on (B)(6) 2015 which resolved the issue.